Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation and difficult to flush issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Manufacturing review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using low artifact power port. On (B)(6) 2025 during the procedure, the catheter ruptured completely at the stem then had to remove the catheter from the port. Port not flushing appropriately. Ir team had to remove port and catheter.

Event description:
A patient underwent a port placement procedure using low artifact power port. On (B)(6) 2025 during the procedure, the catheter ruptured completely at the stem then had to remove the catheter from the port. Port not flushing appropriately. Ir team had to remove port and catheter.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.